Manufacturer narrative:
A manufacturer representative was on-site and was unable to replicate the issue. The system was unplugged from the wall with sel f-test on and it stayed on battery backup with normal battery behavior. An updated was later provided the issue was able to be duplicated. When the side cover was placed back on and the cart to cart cable was removed, the main cart powered off. The computer fan was still running but no blue power light was on. The uninterruptible power supply (ups) had the ac light on and the battery light was flashing. There was no noticeable damage present on any connections in the io panel or on the cart to cart cable. The main cart was powered up and it was possible to get to the login screen. The camera cart was connected and they tried turning it on using the camera cart button, but it would not power on. Self-test photos were taken. The system was powered down and then turned on from the main cart. Both monitors powered up normally. Self-test photos were also taken here. After the system was rebooted, all the lights on the ups displayed except for the 'err'. Additional information was received that after replacing the ups, the system unexpectedly shut down after running for an hour. It was noted that the battery light on the ups was flashing quickly when plugged into the wall and slower when the power cable was disconnected from the outlet. It was suspected that the issue was the batteries. Parts were replaced. The system then passed the system checkout and was found to be fully functional. The ups was returned to the manufacturer for analysis. Analysis found that the ups was standalone tested and no issues were detected. All outputs measured normal. The power button functioned as intended. The battery was returned to the manufacturer for analysis. Analysis found that the returned battery measured 51.57 volts. The battery was connected to a main cart test system overnight to ensure the battery received a full charge. On battery power, the system shut down after eleven minutes. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was powered on before a case and the site pre-verified the instruments. When a manufacturer representative came backing to the room, they found that the system unexpectedly shut down. The site rebooted the system and was able to use the system for the procedure with no complications. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was conducted as part of the investigation. Testing found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.